Manufacturer narrative:
Investigation conclusion: a review of the DHR found that the lot met all release criteria. A review of complaint history did not identify any adverse trends for the reported issue for this lot. Root cause: unable to determine. Source: phone.

Event description:
Reported conflicting sars results for 1 symptomatic consumer. The consumer communicated that they first tested positive, then negative a week later with quickvue otc testing. No confirmatory testing had been completed. A lot number was provided but it is unknown if the same lot was used on the first quickvue otc test. An additional consumer event was also communicated which is captured on a separate report.